Event description:
It was reported that the videoscope displayed an error code e216 (scope communication error). The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: image sensor cable of image sensor unit buckled and outer sheath was broken near boot on universal cord (light guide-connector side). Since there were buckle and breakage of the outer sheath of the image sensor cable, it is likely that the event occurred due to internal breakage or short circuit. Regarding the cause of the buckle and breakage of the outer sheath of the image sensor cable, it is likely that stress beyond expectation such as excessive twisting or bending was applied. However, a root cause could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.